Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated they received erroneous elecsys ca 19-9 immunoassay (ca 19-9) results for 4 patient samples on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer serial number (B)(4). The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The customer's reagent pack was provided for investigation. During the initial investigation of the reagent, the calibration signal recovery was (B)(4) different when compared to retention reagent. The initial investigation confirmed the issue with the customer's reagent pack.

Manufacturer narrative:
The investigation determined that a general issue with the reagent kit is excluded. The investigation of the provided reagent pack was able to reproduce the low values caused by an unknown issue specific to this reagent pack. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer stated that 20 to 30 samples were tested with the suspect reagent pack. The customer then observed the issue after running qc that was not acceptable. The customer then repeated the samples. The ca 19-9 reagent pack (B)(4) was used for the initial results. The ca 19-9 reagent pack (B)(4) was used for repeat results.